Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/05/2014 with the following findings: a review of the pump history showed no evidence of any time gain or loss. There was evidence in the pump history of the time and date resetting. The pump was exercised for 120 hours on a 1 unit per hour basal program with no time gains or losses occurring. The pump was powered down for 1 hour then powered back on. The time and date had reset to the factory default. A time test was begun but was not able to be completed due to an internal clock battery defect. The pump¿s cover was removed and the internal clock battery was found to be corroded.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter alleged that the pump was losing time. It was noted that the time loss would be off by hours and sometimes up to a day off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.